Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2010, due to instability. Only the modular head component was explanted and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.(B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2010 due to instability and the modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
(B)(4). At that time, it was reported that only the modular head component was removed and replaced. Subsequently, on october 5, 2010, information was received stating that the acetabular liner was also removed and replaced during the revision procedure performed on (B)(6) 2010. Medwatch number 1825034-2010-00403 was filed for the acetabular liner.(B)(4).